Manufacturer narrative:
Follow-up information received on 21-dec-2015: follow-up attempts were made with no response to date. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding). It was reported that implant on left side was broken. The event genital bleeding is serious due to its medical importance while device breakage is non-serious. Both are listed in the reference safety information, device breakage was considered listed upon receipt of the product technical analysis. In this case, consumer stated that she had bleeding after insertion was over and on the 3 month hysterosalpingogram, she was still bleeding. About 3 years after insertion, she underwent an ultrasound and hysterosalpingogram which result showed that the implant on the left was broken since 2012. Considering the nature of the events and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 21-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2012. Additional information was received on 25-oct-2015 and 04-nov-2015 (ptc investigation result): this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1470, awareness date 25-oct-2015). The consumer's medical history included parity 3. No information given on consumer's drug history and concurrent conditions. In 2012, the consumer had essure (fallopian tube occlusion insert) inserted, after her son was born. She reported she had the normal cramping and bleeding after insertion was over. On the 3 month hysterosalpingogram, she was still bleeding and cramping and it was confirmed her tubes were sealed. 6 months after hysterosalpingogram, she was put on hormones to stop her bleeding, she reported 9 months of bleeding and feeling horrible while trying to work, take care of family, home and a new born. In 2015, pain became more frequent, more intense and very bad on left side. Her doctor found her uterus to be swollen and ordered abdominal and transvaginal ultrasounds. According to the doctor, the results were ok and all the pain, cramps, itching, bloating, fatigue, painful sex, general feeling like death and 9 months of bleeding were not related to essure. Consumer also experienced headaches and metal taste in mouth. On 16-oct-2015, the consumer got all of her ultrasound records and the pictures from her hysterosalpingogram showed that the implant on the left side was broken since 2012. Her doctor told her she could not have it removed and the consumer stated she suffers every single day with pain and a multitude of other symptoms. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a gasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a late time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing bath record. We were unable b confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for this device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (seen as genital bleeding). It was reported that implant on left side was broken. The event genital bleeding is serious due to its medical importance while device breakage is non-serious. Both are listed in the reference safety information, device breakage was considered listed upon receipt of the product technical analysis. In this case, consumer stated that she had bleeding after insertion was over and on the 3 month hysterosalpingogram, she was still bleeding. About 3 years after insertion, she underwent an ultrasound and hysterosalpingogram which result showed that the implant on the left was broken since 2012. Considering the nature of the events and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.